Manufacturer narrative:
(B)(4). Approximate age of device - 5 years, 11 months. The patient remains on lvad support. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient is experiencing some heart failure symptoms. The actual heart failure symptoms were not reported. In clinic, during interrogation of the lvad, nothing was seen, however the patient reported that the lvad flows have been fluctuating from 4-10, and powers from 4-8, and pis 2s-6s. A log file was reviewed by the technical service representative who confirmed a slight increase of power and flow starting on (B)(6) 2018 was confirmed. The average pi dropped slightly during these increases. There were no other unusual events seen within the log file. Additional information was requested but was not provided.

Manufacturer narrative:
The investigation confirmed the reported power elevation via the submitted system controller log file; a correlation between the left ventricular assist system (lvas) and the reported power elevations and heart failure symptoms could not be conclusively determined. The power elevations did not affect pump operation or cause any alarms. The provided information indicated that the hospital thought the heart failure symptoms were therapy related but a root cause was not determined. No further information was provided. No product available for investigation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.